Manufacturer narrative:
The previous report submitted for this event contained an error, in h.1. ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a cracked cartridge during intraocular lens (iol) insertion. Additional information is requested.

Manufacturer narrative:
There have been two other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).